Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 420, 150 mg/dl. Troubleshooting was performed for high blood glucose. The customer experienced lows often now so, advised her that she needs to treat her low blood glucose first before giving herself any bolus. The customer needs to monitor her blood glucose at the time when low blood glucose event happens. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.